Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The device passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 77-year-old female on impella cp for mechanical circulatory support. It was reported the patient¿s pulses in the left leg (impella cp) were more diminished, and that leg was cooler to the touch than days prior. It was decided to implant the impella rp for bipella support. After the impella rp was advanced, it was ramped up to p-9 and the impella cp was able to be increased in support. It was also reported the patient¿s platelet count dropped. The decision was made to explant the cp and leave the impella rp in as support. Heparin was withheld and blood products were given to the patient. Manual pressure was also applied, but hemostasis was not achieved. They physician made the decision to place the fem-stop. With much difficulty, the fem-stop was successfully placed and inflated. Hemostasis was achieved and pulse by doppler in foot. The patient also developed a hemotoma in which a an angiogram was performed and a fem-stop was applied. An acute bleed at the left femoral head was also noted. Neo drip was increased, 2 units of blood was given and a stent was deployed.